Event description:
It was reported that the camera head presented an error code as e226 on the screen and the endoscopic image was flickering intermittently, whereas sometimes the image would blackout. The issue was identified during routine inspection by customer. The intended therapeutic laparoscopic cholecystectomy was completed with a similar device. No other devices were involved in the event. There was no patient involvement.

Manufacturer narrative:
E1 - (B)(6). The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head presented an error code as e226 on the screen and the endoscopic image was flickering intermittently, whereas sometimes the image would blackout. The issue was identified during routine inspection by customer. The intended therapeutic laparoscopic cholecystectomy was completed with a similar device. No other devices were involved in the event. There was no patient involvement.